Event description:
It was reported that, after a tka procedure was performed on (B)(6) 2007, the patient experienced an unspecified issue that was treated with a revision surgery on an unknown date. During this procedure, an unknown journey bcs poly and patella were exchanged.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, a revision of an unknown journey bcs poly and patella was performed due to an unspecified issue. Per the complaint form, on an unknown date at an unknown location, a poly insert exchange/revision, along with a primary patella was ¿performed over 10 years ago in another location¿ per correspondence after an unknown amount of time post 2007 total knee arthroplasty/primary implantation. As of the date of this medical investigation, clinically relevant documentation has not been provided for this reported revision and a clinical root cause cannot be concluded based on the complaint form alone. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records and complaint history review, could not be performed. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the instructions for use documents for knee systems provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. A review of previous actions concluded that there is a higher than expected risk of revision surgery for the first generation of journey bcs systems. It was recommended to undertake a field safety corrective action to inform surgeons of the higher expected risk of revision, and ensure clear communication that the device should only be used for polyethylene exchange revision of journey bcs total knee constructs where the femoral component and tibial baseplate are well fixed. For journey ii bcs, a historical review concluded that there are no prior actions related to this product and event. However, as the device specific identifiers were not provided we cannot relate this event to any prior actions initiated. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. No details of the alleged fault, malfunction or injury were provided, therefore no factors that can contribute can be delineated. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.